Manufacturer narrative:
Date sent: 11/16/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap tubal procedure and a lap appendectomy, the device cut but did not staple. The surgeon had to perform a mini laparotomy (5-6cm) to finish the case. After the device was removed from the patient, it looked like the reload had come out of the gun. The cartridge didn't fall into the patient. The patient is fine.